Event description:
It was reported that a user on the ilet experienced hyperglycemia with a reported glucose of 356 mg/dl after noting that insulin did not appear to be reaching the bloodstream, and the user was advised to change infusion supplies but deferred until returning home, using backup resources in the interim. Symptoms included elevated blood glucose levels. Outcomes included troubleshooting and user education. Investigation included user interview and device-use troubleshooting. Investigation of this case revealed a suspected infusion or delivery issue consistent with incomplete insulin delivery, though the specific device component involved was not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.